Event description:
As reported by user facility: "IV set connected to a central line. Upper y-site became disconnected from the primary tubing. Patient lost approximately one unit of blood (estimate done by assessment officer). Patient's blood levels dropped. No replacement of blodd given to patient.